Manufacturer narrative:
Concomitant medical products: 5592-53, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold increased and r-wave amplitude decreased. It was noted that this occurred after the placement of an left ventricular assist device (lvad) system and that the r waves appeared to be recovering. The lead remains in use. No patient complications have been reported as a result of this event.